Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported door latch sensor issues were confirmed through evaluation. The unit was inoperable due to constant "load set" messages which correspond with the reported symptom. This condition was caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported a spectrum pump's door latch sensor was not working properly. It was also reported there was no patient information.